Event description:
A customer reported a malfunction on their pump, identified by malfunction code 12, which did not cause any prior notable events or result in blood glucose levels exceeding 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to contact support again if the issue reappears and acknowledged this guidance.